Event description:
A company representative received identifying patient information from the authoring physicians of the article for the patients who experienced surgical-site infections and generator migration and subsequent lead fracture, originally captured in MFR. Report #1644487-2018-00122. It was determined that the infections were previously reported to the manufacturer and are captured in MFR. Report # 1644487-2013-02562, # 1644487-2013-03225, and # 1644487-2015-06368. The reported patient-influenced migration and subsequent lead fracture was previously reported to the manufacturer and is captured within MFR. Report # 1644487-2018-00289. No additional relevant information has been received to date.

Manufacturer narrative:
Uchida, d & yamamoto, t. (2017). Experience and solution of complications of vagus nerve stimulation therapy in 139 implant patients. No shinkei geka, 45(12):1051-1057. Doi: 10.11477/mf.1436203646.

Event description:
A research article comprised of data from a hospital's registry of all vns patients implanted between december 2010 and march 2016 reported several adverse events. This report captures the adverse events attributed to the lead in the abstract of the article. The adverse events attributed to the generator in the article abstract are captured in MFR. Report # 1644487-2018-00122. Four patients experienced recurrent vocal cord paralysis with hoarseness or cough that did not require device explant. The paralyses reportedly occurred shortly vns was implanted in the patients. Per the article, the vocal cord paralysis was attributed to retraction around the vagus nerve. No additional relevant information has been received to date.